Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. A review of the device records could not be performed as the part and lot number were not provided. The complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Event description:
It was reported that after surgery, the patient had a left shoulder pain on (B)(6) 2012. The event was treated with a revision surgery. The outcome of the patient is recovered/resolved.